Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular lead. The lead was noted to have a high number of short ventricle to ventricle intervals for the two days prior to the shock. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detections were programmed off. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.